Event description:
A healthcare professional reported that during a cataract intraocular lens (iol) implant surgery, the iol's haptic did not unfold in the eye causing the lens to be unstable and not centered in the capsular bag. The lens needed to be exchanged by cutting it up in the anterior chamber. The new lens could not be folded and was implanted, unfolded, through an enlarged incision. There was a delay in the surgical procedure of 45 minutes. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in two pieces for evaluation. Haptic damage was also observed. Blood and solution are dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of "would not unfold". Fold testing could not be conducted due to the optic damage. Due to the presence of blood and surgical solution, the haptic damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).